Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Troubleshoot was not completed. Insulin pump errors did not displayed before the "critical pump error" image was displayed on the screen. Blood glucose levels unknown at time of incident. The insulin pump stopped working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unable to verify manufacturing mode due to critical pump error. Pump error noted in the insulin pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with corroded battery tube, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.